Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that upon interrogation, impedances were above 10 ,000 ohms on electrodes 8, 12, 13 and 14. No external, environmental or patient factors were known to have led or contributed to the issue. The rep reprogrammed around those electrodes to get bilateral low back coverage. The issue resolved.